Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The sigma cutting block locking collar broke into two pieces while removing from patient with extraction handle.

Manufacturer narrative:
Examination of the submitted device confirmed the locking collar has broken off. The collar was not returned. It was reported there was no surgical delay and no broken piece of instrumentation was left in patient. The investigation could not draw any conclusions about the broken collar without the broken fragment to examine. A two-year complaint database search finds no additional reports against the complaint sample product code. Based on the inability to determine a root cause, a need for corrective action is not indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.